Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics prior to prophylactic generator replacement surgery identified high impedance (>10,000 ohms). The patient was rescheduled for a full generator and lead replacement. The patient underwent generator and lead replacement. The explanted generator and lead will not be returned by the explanting facility; therefore, no product analysis can be performed. An implant card was received confirming that both the generator and lead were replaced and that the high impedance was resolved with the new devices.